Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was not returned because the customer discarded it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the patient requested to meet with a rep to discuss their ins being replaced. They were initially implanted in (B)(6) 2012. It was reported that the rep was planning on meeting with the patient on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. On (B)(6) 2019 they felt a shocking sensation. They weren¿t doing anything different. The following day the patient had a loss of therapy so they think their battery is dead. The patient programmer was still able to connect with the ins and make an adjustment. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-29. The patient¿s ins was at the time of elective replacement. The patient referring to have their device replaced at this time to help with recharge burden. There were no shocking sensations reported at the time of seeing the patient. The patient said all had resolved. All impedances were within normal limits expect electrode 11 which was greater than 10,000 ohms. The patient reports good coverage of pain targets. The ins was replaced on (B)(6)2019. This information was confirmed with the physician/account. No further complications were reported/are anticipated.